Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose levels and diabetic ketoacidosis for 6 days. While in the hospital, customer was treated with IV fluids and insulin injections. Customer has reverted to insulin injections for diabetes management since the hospitalization. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.